Event description:
It was reported by the clinician that "the seal does not keep blood from leaking when you try to insert a catheter through it." No additional information is available.

Manufacturer narrative:
Sample will not be returned for evaluation.